Event description:
The customer reported that the device would not seal properly. In follow-up with the site, they did not answer whether they heard a re-grasp alarm or an end tone, indicating a completed seal cycle. They only reported that they pressed the button and it wasn't sealing properly, so they just opened another device and completed the case without further issue. They also reported ther was no pt injury but did not share any further pt profile information.

Manufacturer narrative:
(B)(4). Date of initial report: 12/17/2010 under MDR number 1717344-2010-00984. Date of follow-up report: 03/15/2011. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.